Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a lesion in the carotid artery. The device was inspected prior to use with no abnormality noted; however, it was reported that the external carotid artery balloon would not maintain pressure during the procedure. The physician had to continuously inflate the device as it was losing pressure. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: unknown-root cause of the issue is undetermined; no results available since no evaluation performed- device or procedural images not provided for review. Conclusion: unable to confirm complaint - device or procedural images not provided for review; unknown-root cause of the issue is undetermined. (B)(4).